Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced abnormal additive form. The following information was provided by the initial reporter. The customer stated: it was reported that tubes have bubbles in them. This might be a strange question, but have you ever noticed condensation within the bd vacutainer tubes prior to collection?

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for coarse spray coating was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of coarse spray coating. Bd determined that the root cause of the indicated failure mode was attributed to a clogged nozzle during manufacturing. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced abnormal additive form. The following information was provided by the initial reporter. The customer stated: it was reported that tubes have bubbles in them. This might be a strange question, but have you ever noticed condensation within the bd vacutainer tubes prior to collection?